Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and that the top of the reservoir and battery compartments were cracked. The customer's blood glucose reading was 400 mg/dl. The customer changed the infusion set and reservoir. The customer was assisted with switching the device from vibrate mode to long beep so he could hear the alarms. The customer performed the self-test and it passed. The customer was advised to monitor the issue and to call back if problems persisted. The insulin pump was not replaced or returned for analysis.